Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms and high frequency noise on the shock electrogram. The patient was noted to be v-paced at 40 beats per minute, when normally they were in sinus rhythm, and normally their shock impedances were well within range. A wellness check was performed, and the patient was confirmed to have passed away. Of note, this rv lead did exhibit a high out of range shock impedance measurement of greater than 125 ohms back in (B)(6) 2024. All evidence indicates the rv lead remains in situ and no adverse patient effects relating to the rv lead were reported.